Event description:
In this event it was reported that the tip of a utility plier (weingart style) separated inside of a patient's mouth and chipped their tooth. As a result a composite crown was placed.

Manufacturer narrative:
Because evaluation of the unit involved is not complete as of this report and since this issue could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device was found to be within specification. During the investigation it was found that the doctor was using utility pliers as a crimpable stop, which is not the intended use of this device, and likely the cause for the beak breakage.